Manufacturer narrative:
The investigation into the aic - display issue has been completed since the original report was filed. The console was returned for evaluation and was tested after arriving in fs. The investigation determined that the console had performed within specification. There was no issue found during the case.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 45-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp support was ongoing when the automated impella controller (aic) failed to document on the console display the purge. There was no harm or injury and the support proceeded. The team later noted the integrated amount to be displayed.